Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration of the essure") in a female patient who received essure for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient started essure. The patient's last menstrual period was on an unknown date. The patient received essure during the first trimester of pregnancy. In (B)(6). 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant and clinically significant/intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure removal). Essure was withdrawn. At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was proper placement confirmed. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and approximately six months after insertion she was diagnosed with ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration of the essure"). Plaintiff underwent a surgical removal of implants. Ectopic pregnancy and device dislocation are anticipated in essure reference safety information. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, around 6 months after insertion an ectopic pregnancy occurred and consumer also presented a device migration. Although migration of device had occurred, the device ineffective cannot be excluded since the mechanism of migration, the exact time point and neither the side of essure coil migration was not known. Given events' nature; causality with essure cannot be excluded. This case was regarded as incident, as serious injury related to essure was reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('migration of the essure') and fallopian tube perforation ('perforation (fallopian tube(s)),') in a 22-year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. The patient's medical history included multi gravida (total number of pregnancies: 7), parity 3 (total number of live births: 3 ((B)(6) 2010, (B)(6) 2011, (B)(6) 2013)), anemia and asthma. (B)(6) 2014, pelvic pain, check for foreign body - result: single frontal view of the pelvis demonstrates evidence of fallopian tube occlusion devices bilaterally. Gas is scattered within nondilated bowel. Impression: fallopian tube occlusion devices. Consider further evaluation with pelvis CT scan for better localization if clinically indicated. Previously administered products included for an unreported indication: iron, levofloxacin, amoxicillin, cephalexin, narco and hydrocodone. Past adverse reactions to the above products included rash with cephalexin, amoxicillin, levofloxacin and narco; and urticaria with hydrocodone. Concurrent conditions included latex allergy (hives), retroverted uterus, food allergy (rash, throat swelling, eye irritation), allergy (rash) and allergy (rash). In 2013, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and complication of device removal ("complication of device removal"). The patient was treated with surgery (bilateral salpingectomy, bilateral salpingectomy and to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, vaginal haemorrhage, migraine, headache, fatigue, alopecia and allergy to metals had not resolved and the device dislocation and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered allergy to metals, alopecia, complication of device removal, device dislocation, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well and went to the recovery room in stable condition. Essure insertion date (B)(6) 2013. Two pregnancy (B)(4) and (B)(4) cases were created. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: proper placement confirmed; on (B)(6) 2014: everything looks good. Ultrasound abdomen - on an unknown date: uterus: normal size. Endometrium: 9 mm, which is within normal limits for a premenopausal woman right ovary: normal size. Normal follicles. Left ovary: normal size. Normal follicles. Impression; ovaries are normal in size and have normal flow on color doppler imaging, making torsion very unlikely normal appearing pelvic ultrasound. Fallopian tube occlusion devices. Consider further evaluation with pelvis CT scan for better localization if clinically indicated. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms pelvic pain plus bilateral perforated essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra lit: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received:lot number added. Events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nickel allergy, pain, perforation (fallopian tube(s)), fatigue, hair loss were added. Medical history, lab data. Upon internal review (B)(4) case has been identified as duplicate of this case. All source document and information has been transferred from (B)(4) (deletion case) to (B)(4) (retention case). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('migration of the essure') and fallopian tube perforation ('perforation (fallopian tube(s)),') in a 22-year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. The patient's medical history included multi gravida (total number of pregnancies: 7), parity 3 (total number of live births: 3 ((B)(6) 2010, (B)(6) 2011, (B)(6) 2013)), anemia and asthma. (B)(6) 2014. Pelvic pain, check for foreign body - result: single frontal view of the pelvis demonstrates evidence of fallopian tube occlusion devices bilaterally. Gas is scattered within nondilated bowel. Impression: fallopian tube occlusion devices. Consider further evaluation with pelvis CT scan for better localization if clinically indicated. Previously administered products included for an unreported indication: iron, levofloxacin, amoxicillin, cephalexin, narco and hydrocodone. Past adverse reactions to the above products included rash with cephalexin, amoxicillin, levofloxacin and narco; and urticaria with hydrocodone. Concurrent conditions included latex allergy (hives), retroverted uterus, food allergy (rash, throat swelling, eye irritation), drug allergy (rash) and drug allergy (rash). In 2013, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), 1 month 20 days after insertion of essure. In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication of device removal ("complication of device removal") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (bilateral salpingectomy ). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, vaginal haemorrhage, migraine, headache, fatigue, alopecia and allergy to metals had not resolved and the device dislocation, complication of device removal and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, allergy to metals, alopecia, complication of device removal, device dislocation, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well and went to the recovery room in stable condition. Essure insertion date (B)(6) 2013. Two pregnancy (B)(4) cases were created . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: proper placement confirmed; on (B)(6) 2014: everything looks good. Total bilateral occlusion. Ultrasound abdomen - on an unknown date: uterus: normal size. Endometrium: 9 mm, which is within normal limits for a premenopausal woman right ovary: normal size. Normal follicles, left ovary: normal size. Normal follicles. Impression; ovaries are normal in size and have normal flow on color doppler imaging, making torsion very unlikely normal appearing pelvic ultrasound. Fallopian tube occlusion devices. Consider further evaluation with pelvis CT scan for better localization if clinically indicated.. Concerning the injuries reported in this case, the following one/ones were were describe in patient's medical records: confirms pelvic pain plus bilateral perforated essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received- new event lower abdominal pain was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('migration of the essure') and fallopian tube perforation ('perforation (fallopian tube(s)),') in a 22-year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in february 2014. The patient's medical history included multi gravida (total number of pregnancies: 7), parity 3 (total number of live births: 3 (11-08-2010, 17-09-2011, 22-07-2013)), anemia and asthma. 16jan2014 pelvic pain, check for foreign body - result: single frontal view of the pelvis demonstrates evidence of fallopian tube occlusion devices bilaterally. Gas is scattered within nondilated bowel. Impression: fallopian tube occlusion devices. Consider further evaluation with pelvis CT scan for better localization if clinically indicated. Previously administered products included for an unreported indication: iron, levofloxacin, amoxicillin, cephalexin, narco and hydrocodone. Past adverse reactions to the above products included rash with cephalexin, amoxicillin, levofloxacin and narco; and urticaria with hydrocodone. Concurrent conditions included latex allergy (hives), retroverted uterus, food allergy (rash, throat swelling, eye irritation), drug allergy (rash) and drug allergy (rash). In 2013, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced allergy to metals ("nickel allergy"). In february 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 months 25 days after insertion of essure. On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and complication of device removal ("complication of device removal"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, vaginal haemorrhage, migraine, headache, fatigue, alopecia and allergy to metals had not resolved and the device dislocation and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered allergy to metals, alopecia, complication of device removal, device dislocation, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well and went to the recovery room in stable condition. Essure insertion date aug 2013. Two pregnancy 2019-113052 and 2019-113053 cases were created. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: proper placement confirmed; on 12-feb-2014: everything looks good. Ultrasound abdomen - on an unknown date: uterus: normal size. Endometrium: 9 mm, which is within normal limits for a premenopausal woman right ovary: normal size. Normal follicles, left ovary: normal size. Normal follicles. Impression; ovaries are normal in size and have normal flow on color doppler imaging, making torsion very unlikely normal appearing pelvic ultrasound. Fallopian tube occlusion devices. Consider further evaluation with pelvis CT scan for better localization if clinically indicated.. Concerning the injuries reported in this case, the following one/ones were were describein patient's medical recordes: confirms pelvic pain plus bilateral perforated essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra lit: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and approximately six months after insertion she was diagnosed with ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration of the essure"). Plaintiff underwent a surgical removal of implants. Ectopic pregnancy and device dislocation are anticipated in essure reference safety information. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, around 6 months after insertion an ectopic pregnancy occurred and consumer also presented a device migration. Although migration of device had occurred, the device ineffective cannot be excluded since the mechanism of migration, the exact time point and neither the side of essure coil migration was not known. Given events' nature; causality with essure cannot be excluded. This case was regarded as incident, as serious injury related to essure was reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.